Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the results of the shuntogram were normal.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that on (B)(6) 2023, after several years of worsening symptoms (gait, mental fog, balance, vertigo, fatigue, tia, nausea, incontinence) and an inability to secure a satisfactory diagnosis or treatment path from providers in either (B)(6) or (B)(6), the patient went to the (B)(6) clinic to see if providers at a larger research facility might be helpful. They met with a neurologist there. On (B)(6) 2024, the doctor delivered the following diagnosis: "we discussed that his brain MRI demonstrated several notable findings: prominent white matter changes, prominent cortical atrophy and relative ventriculomegaly. We discussed that combination of white matter changes, cortical atrophy and possible normal pressure hydrocephalus (nph) may be contributing to his poor gait. I emphasized that his physical examination did not support impression of parkinsonism." It was then recommended to have a lumbar drain to support a diagnosis of nph. On (B)(6) 2024, a lumbar puncture trial was performed at neuroscience in (B)(6). The procedure went smoothly and significantly alleviated the symptoms of balance and mental fog for the following two days. On (B)(6), 2024, the doctor implanted a right frontal vps (ventricoperitoneal shunt) set at 1.5 for nph at (B)(6) hospital in (B)(6) post-surgery, several symptoms significantly improve, particularly balance, mental fog, and gait. On (B)(6) 2024, gait and balance worsened accompanied by significant fatigue and withdrawal, however, the patient refused to contact the doctor's office regarding this. These symptoms persist for about 10 days and then resolved. On (B)(6) 2024, symptoms of balance, gait, fatigue, and incontinence, pressure behind left eye, reoccurred accompanied by vision changes (periodic narrowing of field, cloudiness). On (B)(6) 2024, the patient had an office visit with the doctor, who checked the shunt setting at 1.5 and then ordered a shuntogram. The doctor noted that underlying health issues can impede the success of the shunt surgery. On (B)(6) 2024, symptoms worsen so the doctor's physician assistant and another doctor, the patient's neurologist at neuroscience in (B)(6), suggested that we go to ER (emergency room) to rule out stroke or seizure activity. Neither stroke or seizure activity were found. During the visit, an MRI flipped the shunt setting. It was then reset at 2 rather than 1.5 because that was ER protocol. On (B)(6) 2024, the patient had a follow-up visit with their neurologist. The doctor requested the valve setting be returned to 1.5. A clinic tech did so. On (B)(6) 2024, symptoms continued to worsen especially withdrawal and mental fog. The patient requested a second opinion with a neurosurgeon at (B)(6), and a member of the (B)(6) program. On (B)(6) 2024, an appointment with the doctor occurred. The doctor's notes read "patient's valve was located by palpation. The device was interrogated with the magnetic interrogator and found to be set at 2.5. The patient's valve was then set to 1.0 to address symptoms." Symptoms improved. On (B)(6) 2024, the patient had another episode of vision changes and dizziness so they went to ers at (B)(6) in hopes they would perform a reading of the valve setting. Neither ER did so. On (B)(6) 2024, the patient had an appointment with neuro-ophthalmologist. They determined the patient's vision changes were related to early stages of glaucoma and extreme dry eye and thought shunt malfunction was not responsible for the changes. On (B)(6) 2024, CT scan and follow-up appointment occurred. Shunt setting was measured at 1.5 versus 1.0 setting on (B)(6). Shunt was reset at 1.0. The doctor's notes read "he reports improved symptoms within hours of vps setting change to 1.0 and that his improvement in symptoms remained until sunday, (B)(6) 2024, when he noted a decline. He reported to the ER on sunday, (B)(6) 2024 with reports of altered mental status including confusion, vision changes, dizziness and ambulatory issues. Shunt series and CT was performed while in the ER. CT impression: no acute intracranial hemorrhage or mass effect. Stable shunted ventriculomegaly. Findings: single view demonstrates the vp shunt unchanged in position since the previous exam (B)(6) 2024. The shunt setting p/l1.5. This reflected a change when compared to the prior study. On (B)(6), 2024, symptoms of balance, gait, and mental fog continue to be abated. On (B)(6) 2024, the shuntogram was performed. Results were expected in 3-5 business days. The doctor¿s technician checked the shunt setting and reported it was still at 1.0. Follow up appointments were (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.